Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan (lfs) to report the one touch ultra easy meter was giving inaccurately high readings. The technical service representative contacted the patient to obtain and verify information; however was unable to reach him by telephone. On (B) (6) 2010, a letter was mailed to the patient requesting he contact customer service. On an unspecified date, the patient obtained the blood glucose reading of 12.5 mmol/l on the reported meter, which he claimed was inaccurately high. Within 30 minutes, the patient tested on another meter, and obtained a reading of 10.0 mmol/l. Based on the reported meter reading, the patient took one additional unit of 'indoman rapid' insulin, and 10 to 11 units lantus insulin. Afterwards, the patient experienced the symptoms of low energy, weakness and shaking. It would have been helpful to determine the date/time of this event, the patient's expected blood glucose readings, his insulin regimen, what meals and medications had been taken earlier on the day of this event, his prior blood glucose readings, and any treatment or medical attention the patient received for the symptoms. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.